Manufacturer narrative:
Clinical evaluation: 9 years after primary cementless tha, the patient feels pain and revision surgery is performed. The report mentions a potted stem, but from the radiographs included this does not seem to be the case. The quality of the images is very poor, yet the stem looks mobilized, with extended radiolucent lines, but feeble signs of potting. The report does not mention infection, which could be a plausible cause for a late mobilization that did not give very evident radiographic signs. In absence of better information, we ought to categorize this event as idiopatic aseptic loosening, even though the pattern is rather unusual. Additional information: h11.

Manufacturer narrative:
Batch review performed on 11 november 2025. Stem: amistem h 01.18.134 amistem-h std. Size 4 (k093944) lot 155658: (B)(4) items manufactured and released on 08-feb-2016. Expiration date: 27-jan-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 years 11 months from the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.